Event description:
The physician was unable to pass a 026 separator through a 026 reperfusion catheter when performing a distal lysis/thrombectomy case. He had to perform multiple aspirations, following wire and flush clearing of the lumen of the catheter. In addition, the physician administered 4mg of tpa to the 8mm clot. The physician stated that the tortuosity of the vessel was a 6 out of 10. The patient's nihss scale improved from a 4 to a 0.